Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2014-50560 for the sensor.

Event description:
Customer reported the insulin pump went into threshold suspend and the reading were off. Customer current blood glucose was 100 mg/dl and current sensor reading was 60 mg/dl. Customer reported the device will alert three days in a row that blood glucose was low and it was actually normal. It occurred when customer was sleeping. Customer stated he would turn off the sensor just do he can sleep. Customer's blood glucose was 100 to 150 mg/dl range. Customer was advised of how to properly calibrate the device and what to avoid. No further information reported.